Event description:
The patient reportedly experienced an onset of streptococcal meningitis on (B)(6), 2014. The patient experienced symptoms of temperature, and neck and headaches, which led to hospitalization on (B)(6), 2014 through (B)(6), 2014. The patient is bilaterally implanted. The patient was prescribed antibiotics (type unknown), which were continued for another week after discharge. The patient has reportedly recovered. A sinus CT scan report revealed described the finding of a near-completed opacification of the left frontal sinus, frequently associated with meningitis due to the close proximity of this sinus to the meninges. There did not appear to be any evidence of an acute infectious process involving the middle ears or mastoids which could have migrated into the inner ear to cause meningitis.